Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a thermocool smart touch bi-directional navigation catheter and suffered a myocardial infarction requiring coronary angiography. Pre-procedure, an irrigated catheter thermocool smart touch bi-directional navigation catheter) was selected, as the physician suspected the arrhythmia to be an atrial tachycardia. Upon diagnosing the atypical avnrt, the physician decided to ablate with the thermocool smart touch bi-directional navigation catheter using an irrigated catheter flow of 2 ml/min. High temperatures prohibited the delivery of sufficient power, so the irrigated catheter flow was increased to 17 ml/min while ablating at 30 watts. Post-procedure, while in recovery, the patient reported chest pain and the ECG revealed st elevation in the inferior leads. Review of the ep recording system data revealed st elevation following a specific ablation point. Angiography revealed an occlusion of the left ventricular branch of the right coronary artery (rca). A wire was passed through the occlusion and the vessel regained patency. It was noted that a coronary spasm had occurred. No percutaneous transluminal coronary angioplasty (ptca) or stent was necessary. Patient was reported to be in stable condition upon leaving the electrophysiology lab. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The high temperature reported was assessed as not reportable as the potential risk that it could cause or contribute to a death or serious deterioration in the patient¿s state of health was remote. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was provided on the event on february 16, 2018. It was reported that a female patient underwent an ablation procedure for atrial tachycardia/atrioventricular nodal reentrant tachycardia (avnrt) with a thermocool smarttouch bidirectional navigation catheter and suffered a myocardial infarction requiring coronary angiography. The patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to a coronary artery spasm. There were no issues, errors, or malfunctions reported on any biosense webster, inc. Products or equipment during the procedure. Force visualization features included graph, dashboard, vector, and visitag. Color options used prospectively include fti (force-time-integral). Per the gender being provided, added sex. Manufacturer's ref. No: (B)(4).